Manufacturer narrative:
The complaint was confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a girdlestone situation with a cement spacer at the former ankle joint. The initial operation was performed in 2016, infection was suspected, although not confirmed by biological findings. There is the large cysts visible adjacent to the cement which have been reported and the poor bone status can be confirmed. The date of implantation is approx. 9 years ago and therefore a direct link to either the device or the implantation cannot be made. The failure is therefore not to be assessed as being linked to this. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The primary implant consisted of a tibial tray and talar dome. The patient later required removal of the implant and placement of an antibiotic cement spacer due to suspected infection, along with noted poor bone quality and a large bone cyst superior to the tibial tray.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The primary implant consisted of a tibial tray and talar dome. The patient later required removal of the implant and placement of an antibiotic cement spacer due to suspected infection, along with noted poor bone quality and a large bone cyst superior to the tibial tray.